Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed damages at the silicone sealing of the is-1 connector pin. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. Based on the symptoms, it is reasonable to assume that these damages resulted from the use of medical devices during the surgery. In summary, damages at the silicone sealing of the is-1 connector pin were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead an unexpected pacing rate, high threshold measurements and loss of capture. The lead was observed to have dislodged. An invasive procedure was performed. Tissue was observed to be stuck in the helix. The lead was explanted and replaced. No adverse patient effects were reported.